Manufacturer narrative:
.

Event description:
The reporter stated, the surgeon attempted to insert an aa4203tl toric silicone single piece lens, but the surgeon felt resistance as the lens was being ejected and upon inspection, the lens was found to be torn in the cartridge. There was no patient contact.